Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, the patient was discharged from the hospital after removal of the stitches, after which the patient experienced induration. The wound had a sense of fluctuation, 0.2 ml of pale yellow wound secretion was found after incising that spot. The knot of the suture which sewed the fascia base could be seen. The suture was removed. Local wounds were treated with dressing changes, and the wounds healed satisfactorily now. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? What is the product code and lot number? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. What tissue and organ/part of the body was the suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the date of the initial suture removal? On what date was the suture knot removed? Was the knot left incidentally during first suture removal prior to induration? Can you please specify the area of induration? The spot was incised because of induration, is this correct? Were cultures done? Results? Any medication prescribed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: all answers above are unobtainable. Once there is any update, we will update the information.